Event description:
It was reported that balloon deflation failure occurred. The occluded target lesion was located in the posterior tibial artery. A coyote es balloon catheter was advanced for dilatation. However, after inflation, the balloon was unable to deflate after multiple attempts. The physician had to run another wire from the other direction to puncture and deflate the balloon. Finally, after approximately 5 minutes, the balloon was removed intact and fully deflated. The procedure was completed with another 2x40mm coyote balloon catheter. There were no patient complications reported.